Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implants. Three implants were placed on 03/20/97 in sites #6, #11 and #13. The clinician reports that the patient exhibited pain and slight swelling at the implant sites. He also reports that the patient was uncomfortable with the implants and wanted them removed. The implants were explanted on 4/24/97. This report covers the removal of one implant. The removal of the other two implants are covered under manufacturer's report #'s 1222315-1997-00179 and 1222315-1997-00180.